Event description:
It was reported that immediately after implant increased capture threshold and decreased sensing were observed. The next day loss of capture was noted. Lead dislodgement was confirmed via x-ray. The lead was successfully repositioned without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. .